Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper pushed back causing blood to spray nurses face. The nurse was wearing ppe (apron, glove and goggles). Foreign complaint the following information was provided by the initial reporter: stopper is pushed back. Risk of biological accident, as it reached blood on the face of the nursing, which in turn used ppe (apron, glove and goggles).

Event description:
It was reported that during use of the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes the stopper pushed back causing blood to spray nurses face. The nurse was wearing ppe (apron, glove and goggles). Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: stopper is pushed back. Risk of biological accident, as it reached blood on the face of the nursing, which in turn used ppe (apron, glove and goggles).

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to stopper function as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for stopper function with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.